Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Additional patient information: diagnosis: hepatocellular carcinoma s/p tace.

Event description:
It was reported that the rapid response team (rrt) was responding to a hypotensive patient after a procedure was completed. The patient was transferred and admitted to the ICU for monitoring, as well as orders for the initiation of a norepinephrine infusion. While preparing the norepinephrine/ns 250ml hospira IV bag, the tubing set spike broke off into the neck of the IV bag when accessing the medication bag, thereby delaying the start of the infusion by a couple of minutes. The original plan was to discharge the patient after the procedure but due to the hypotensive episode the patient was not discharged until the next day. The customer further stated that the admission and further work-up were most likely not due to the slight delay in the norepinephrine infusion, but rather from the hypotensive event itself.